Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and out of range pacing impedances. A revision procedure was performed. During the revision, the lead measurements remained high despite disconnecting and reconnecting the lead. This ra lead was surgically abandoned and replaced. No adverse patient effects were reported.